Manufacturer narrative:
A medtronic representative went to the site to test the equipment. After reviewing the data logs, the detector control computer had interrupted communication with the rest oft he system. After starting up the system, the representative was unable to duplicate the reported issue. It was determined that the system could have been restarted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal procedure, the scans from the imaging system were blurry with the windowing being off. Initial troubleshooting was performed by adjustments on the windowing. This did not resolve the reported issue. A second spin was taken though the reported issue repeated. The site brought in their second imaging system to resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.